Manufacturer narrative:
As reported, during sealant deployment of a 5f mynxgrip vascular closure device (vcd), after exposing the sealant and attempting to separate it, the advancer tube moved upward together with the sealant, preventing proper compression of the sealant and resulting in failure of hemostasis. Hemostasis was achieved through manual compression lasting 20 minutes. There was no reported patient injury. After product retrieval, it was noted during investigation that when removing the device through the 5f non-cordis sheath introducer, there was significant resistance. While pulling with force, the balloon and the end of the black tube were damaged, and the advancer tube did not separate from the device even when pulled strongly. The mynx vcd was used during a diagnostic procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified via angiography, including the correct insertion angle of the vascular sheath introducer. The vessel was arterial, with a diameter =5 mm, and showed moderate tortuosity and moderate presence of peripheral vascular disease (pvd) or calcium near the puncture site. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. A non-cordis 5f catheter sheath introducer (csi) was returned not inserted on the device. The sealant was not returned for this evaluation, and the advancer tube was observed in its manufactured position. The sealant sleeve was found fully retracted, while the balloon was received with a rupture condition. Additionally, damage was observed at the distal end of the shuttle tube during this visual analysis. The inflation/deflation functional test could not be performed due to the balloon rupture observed during the visual analysis. As the sealant was not returned, a full deployment simulation could not be executed. However, a shuttle displacement test was performed, during which the shuttle cartridge was advanced and retracted to the black handle without any issues. The advancer tube was also observed to properly engage and deploy as expected. A high-magnification evaluation was performed to examine the balloon. This analysis confirmed the presence of a balloon rupture. In addition, the damage previously identified during the visual inspection at the distal end of the shuttle tube was verified. The observed condition is consistent with the shuttle tube being received incomplete. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment of the advancer tube as it was still in its manufactured position. However, the reported event of ¿component-component issue,¿ related to the damage reported to the shuttle, was observed as the returned condition showed a ¿catheter-catheter detachment¿ due to the incomplete distal end of the shuttle noted. Additionally, a condition of ¿balloon-balloon loss of pressure¿ was noted in the returned device due to the balloon rupture found. The exact cause of the issues experienced by the user and the returned conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment of the advancer tube. However, since the advancer tube was still in its manufactured position within the shuttle, procedural/handling factors (such as an incomplete shuttling down of the shuttle) possibly contributed to the failure to deploy experienced. Since the sealant was not returned with the device, it is possible that premature swelling of the sealant could have contributed to the inability to deploy the advancer tube, and possibly contributed to the resistance experienced when attempting to remove the sheath from the device. Regarding the reported damaged shuttle, as the condition of the catheter detachment reportedly occurred after attempting to remove the procedural sheath from the device after removal from the patient, the separated condition was likely due to the handling factors of the device. Also, it was noted that the returned device had a balloon rupture. It is not possible to determine what factors may have contributed to the balloon damage noted, especially since there were no issues reported against the balloon. However, access site vessel characteristics (there was moderate tortuosity and moderate presence of pvd/calcium near the puncture site), concomitant device factors, and/or the handling of the device after the sheath removal most likely contributed to the reported event since this damage to the balloon is typically observed when it comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, possibly resulting in the sealant deploying above the arteriotomy/venotomy. Also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Also, the IFU warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, during sealant deployment of a 5f mynxgrip vascular closure device (vcd), after exposing the sealant and attempting to separate it, the advancer tube moved upward together with the sealant, preventing proper compression of the sealant and resulting in failure of hemostasis. Hemostasis was achieved through manual compression lasting 20 minutes. There was no reported patient injury. After product retrieval, it was noted during investigation that when removing the device through the 5f non-cordis sheath introducer, there was significant resistance. While pulling with force, the balloon and the end of the black tube were damaged, and the advancer tube did not separate from the device even when pulled strongly. The mynx vcd was used during a diagnostic procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified via angiography, including the correct insertion angle of the vascular sheath introducer. The vessel was arterial, with a diameter =5 mm, and showed moderate tortuosity and moderate presence of pvd or calcium near the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.